Manufacturer narrative:
H6 medical device problem code 2017 clarifier: use after damage. The device was returned for analysis. The reported material separation (tip) was confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, during preparation, when removing the mandrel, the tip of the sess became detached. Although the tip was noted to have become separated during preparation, the device was advanced in the patient and resistance was noted due to the tip separation. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. Additionally, the precautions section states: do not use if the product is damaged. The deviations of the instructions for use caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use as likely during removal of the stylet the tip was inadvertently pulled resulting in the reported/noted tip material separation. Continued use of the compromised device resulted in the reported difficult to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 health effect - impact code 2645 was removed.

Event description:
Subsequent to initial report being filed, it was reported that although the tip was noted to have become separated during preparation, the sess was still attempted to be used. The device was advanced in the patient, but resistance was noted due to the missing (separated) tip and it could not be delivered to the target lesion. A new stent was used to complete the procedure. There was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 6.00x60mm absolute pro self-expanding stent system (sess), when removing the mandrel, the tip of the sess became detached. Therefore, the sess was not used in procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.